Event description:
It was reported that the user experienced hyperglycemia following a factory reset and a late meal with announced carbohydrates, with blood glucose reportedly high overnight and reaching over 400 mg/dl before trending toward 200 mg/dl by the following day; the event resolved with return to target range by midday, and no hospitalization or medical intervention occurred. Symptoms included nausea and fatigue. Outcomes included temporary impairment without long-term sequelae. Investigation included complaint handling, review of usage data, and troubleshooting with user education regarding the learning phase and meal announcements. Investigation of this case revealed no confirmed device malfunction, with performance consistent with expected behavior during the learning phase and underdosing relative to reported carbohydrate intake. It was concluded that the event involved hyperglycemia with cause unclear and that the device was functioning as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.